Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va05t1d, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that she didn't have bladder problems until she had back surgery. She had a lumbar fusion with metal rods. She had chronic back pain and a bulged disk, both of which were pre-implant. She tried "all the bladder medication" and it didn't work, so she tried the device. The patient's first device worked until she started having hurting and bladder spasms in (B)(6) 2014. She went to her doctor, who said that nothing was going on. The doctor had her turn off stimulation. She went to the emergency room at the hospital, a doctor checked the device with a clinician programmer, and said that the implant had come out of the pocket and several of the wires were broken. The device was not deep enough and it popped out. The patient was referred to another doctor who put in a new implant that was deeper. No event cause was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.